Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that their insulin pump was over delivering. The customer's blood glucose was about 60 mg/dl at the time of the incident. The customer used food to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer fasts and does hard work. The insulin pump, reservoir, and infusion set will be returned for analysis.